Event description:
In (B)(6) of 2012, I had the essure implanted in my fallopian tubes. Ever since then I have experienced extreme fatigue, "pinching" on both sides of my abdomen, abdominal cramping, irregular periods, headaches, depression, right leg pain and backache. After consulting with my therapist and my gynecologist, it is recommended I have a hysterectomy. I am scheduled for surgery on (B)(6) 2014. If I would have been made aware of these side effects, I would not have opted for this kind of birth control.